Event description:
It was reported by the salesrep that during a knee arthroscopy procedure on 1/9/2023, it was observed that the lens on the hd arthroscope/sinuscope 4.0mm x 30 deg x 167mm (mitek lock) device were broken. According to the report, it would not focus with a coupler/camera. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). Reporter is a j&j sales representative. The device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device was received and evaluated. During the service evaluation the following defects were identified: device is found to be scratched and/or nicked. Outer tube damaged, distal tip. Distal tip damaged. Shaver damage to distal tip. Distal tip has deposits. Image error, on camera. Image cloudy/blurred. The system is performing to specification. This complaint is confirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. The root cause for the issue that was experienced by the user can be related to the hard and continuous use of the device. All reusable devices are subjected to repeated stresses related to surgical use, routine cleaning, and sterilization processes. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. 10 additional narrative: investigation summary :the complaint device is not being returned, therefore unavailable for a physical evaluation, however a photo was provided. Upon visual inspection of the photo it was not possible to see the entire condition of the device, it could be observe information of the device; serial number and product code, they are correct. No further information was provided. As no defect was found, a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photo, this complaint cannot be confirmed. A service evaluation is required, the photo provided does not contain enough evidence to determine why the customer experienced the failure, hands on analysis should provide the required evidence to provide a root cause. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.